Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on the transformer with signs of thermal decomposition on the inverter board. The inverter board is located on the rear of the front panel assembly. An internal visual inspection of the returned cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A mushroom head check was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that the liberty select cycler alarmed five times with an m30 balloon valve leak warning during step 5 of setup. The patient called in earlier regarding the m30 warning, during which technical support advised to re-setup with all new supplies. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. The patient was also advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that the patient would perform an alternate method of pd therapy. Additional information has been requested, however to date has not been received. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.